Event description:
Prowater was placed in circ and stented the lm. Choice pt/ivus in lad when removing ivus, the wire became mangled in the offset of the ivus and the choice pt rapid exchange port. ECMO placed in cath lab and transported to surgery. Pt deceased.